Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received shocks and experienced palpitations. Boston scientific technical services (ts) reviewed episodes and the patient had received multiple therapies; anti-tachycardia pacing (atp) and shocks. Moreover, boston scientific technical services (ts) also discussed that the rhythm was getting into the ventricular fibrillation (vf) zone which means there was no detection enhancements to inhibit therapy and noted that the rhythm did not appear to be ventricular fibrillation (vf) but more likely supraventricular tachycardia (svt) in origin. The episode showed that the therapy was exhausted and presenting electrogram (egm) showed sinus rhythm with occasional ectopics. No resolution reached as of the moment as there was no additional information received. The device remains in service. No adverse patient effects reported.

Event description:
Additional information obtained from the field which indicated that the patient was checked for follow up. No programming changes were made after this event. There was some non compliance with medications that appeared to be resolved. No adverse patient effects reported.